Event description:
Routine complaint investigation when a health care provider was unale to perform a test on the facility's glucose monitoring device due to a display issue. This necessitated emergency medical intervention. There was no report of death or serious injury associated with this event.